Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, sleep current measurement test, active current test, and self-test. Unit successfully download to thump. However, unit failed basic occlusion test. No pump error 63 noted during testing. However, confirmed pump error 63 variable (line number: 2005, file number: 9926) in the pump history download on 10/30/2025 at 09:12:02 am due to moisture damage to the pcb1, motor assembly, and force sensor board as per global logic analysis. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded home switch, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, stained keypad overlay, cracked belt clip rails, and faded serial number label. The p-cap/reservoir does lock properly. Confirmed pump error 63 in the pump history download due to moisture damage to the electronic assembly, pcb1, motor assembly, and force sensor. Confirmed cosmetic damage to belt clip rails and battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported leak from reservoir, critical pump error and serial number worn out, damage to the pump. The customer reported blood glucose value of 500 mg/dl. The event involved product(s) mmt-441ag, mmt-342, mmt-1780kpk. Troubleshooting was performed. Found the damage on belt clip rail, back of the pump and it was affecting the pump functionality. Troubleshooting did not perform for the reported harm. It was unknown that the customer was using the pump for 48 hour before the reported event and unknown that the customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-441ag. Mmt-342, mmt-1780kpk were requested and customer response was the device will be returned. The customer will discontinue using the device.